Event description:
It was reported that an aleutian lateral inserter inner shaft was not threading properly onto the implant and an aleutian lateral graft containment ramp showed signs of wear intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with a 5 minute delay to surgery by using the complaint devices. This report captures the graft ramp.

Manufacturer narrative:
Visual inspection: the device was inspected. It was observed that the device had significant wear throughout its main body and the device was slightly deformed as well. Device history records were reviewed for this lot, in a lot size of 33 units. Review of the records revealed a relevant non-conformance. Complaint history records were reviewed for this lot, similar complaints were identified. According to the surgical technique guide: placement of bone graft: when used as a lumbar intervertebral body fusion device, the implants are indicated for spinal fusion procedures to be used with autograft and/or allogenic bone graft in skeletally mature patients. According to the device history review, it was observed that the instrument has been out in the field for more than 4 years. Factors such as consistent use of the instrument throughout its lifetime may cause fatigue on the instrument, leading to the reported failure mode.

Event description:
It was reported that an aleutian lateral inserter inner shaft was not threading properly onto the implant and an aleutian lateral graft containment ramp showed signs of wear intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with a 5 minute delay to surgery by using the complaint devices. This report captures the graft ramp.